Event description:
Event description guidant received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial and ventricular impedance greater than 3,000 ohms. In addition, there was noise on the ventricular egram. The leads were removed and re-inserted with the same result. The impedance was normal when the leads were measured with the pacing systems analyzer. The device was removed and another device was implanted. The device was returned for analysis. Subsequently, the device was pulled from archives for additional investigation.